Event description:
It was reported to philips that the system was not booting up.system was not in clinical use at the time of event. No harm was reported to philips.philips has started investigation of this complaint.